Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient got a warning power on reset (por) message the day of the report. Patient mentioned that they were just implanted the day prior to the report. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was off. They turned it on and found the manufacturer representative (rep) had put the maximum amplitude at 1.0, which caused the por. They raised the maximum amplitude to 8.5 and turned the unit on to resolve the por.